Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the overheating of the device. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was trying to bolus and the machine kept circling for two hours, got very hot and melted the inside of the device. The device would not work and shut off. The charging cable was also said to get hot on occasion when charging. No injuries or medical intervention was reported due to this event.